Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that mdt representative did an impedance check on the patient's 3058 the day of her battery replacement and all pairs were >4000ohms. She added that she didn't get any low battery or eos pop-ups. Rep said the doctor did as well prior to this and got the same result. (Rep did not know what day the doctor checked impedances). Rep wanted to know if there are any battery voltage thresholds that would cause out-of-range impedances. Reviewed that impedance is a measure of system integrity so battery voltage should not affect this. Rep said they used the same lead for her new battery 97800 and the impedance check had everything in range. Tss reviewed that this is a good indication that the lead was not the reason for the impedances.  No further complications were reported/anticipated at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The manufacturer representative responded that the causeof the high impedance was unknown. It was unknown what most likely caused or contributed to this issue. The impedances were normal once a new interstim x 97800 battery was placed on the lead. The device has not been returned as it was discarded by the surgery center.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.